Event description:
The account alleges that the bed exit function would not operate.

Manufacturer narrative:
The technician moved the device out of service, however, no other info was provided. As of this report, no other info has been provided to hill-rom by the account. We do not have sufficient data to conclude if the issue has been corrected. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.